Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for irregular device movement, gripper line break and gripper actuation issues. It was reported that on (B)(6) 2018, the patient with mixed mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue. A second clip delivery system (cds) as advanced into the patient anatomy; however, the clip became caught in the chordae. Normal troubleshooting maneuvers were performed and the clip was removed without damage. It was noted that there was a set in the shaft and the device was diving medially. Even when straightened, the device still had a bend. The cds was removed from the patient anatomy without difficulty. Outside the patient anatomy, it was noted that the grippers could not be lowered. During use in the anatomy, there was no issue noted with the grippers. It was thought that there was possibly a break in the gripper line. Only one clip was implanted and the mr was reduced from grade 4 to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported delivery catheter (dc) shaft bends and difficulty positioning the device were confirmed. The reported gripper line break and gripper actuation issue was not confirmed. The reported physical resistance (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported physical resistance (clip caught on chordae) appears to be related to difficulties with visualization; therefore, attributed to procedural conditions. The dc shaft bend resulting in the difficulty positioning the device appears to be related to the identified bent actuator mandrel. The reported difficulty positioning the device appears to be a secondary effect of the bent shaft. The bend on the mandrel was due to the clip caught on chordae and troubleshooting maneuvers to remove the clip from the chordae. A definitive cause for the reported gripper line break and gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.